Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 96 versus the labs 215 mg/dl. Tests were done within 10 minutes. No further info has been reported.